Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, found evidence of black foam like material in the humidifiers water chamber and in the devastation unit's airflow outlet port and the humidifiers air flow inlet port. Internal investigation was completed by the manufacturer. The manufacturer found the device to have contamination. The manufacturer found there are black specks of the foam material on the inside of the unit. The manufacturer also found a portion of the foam material missing in a portion of the sound abatement foam enclosure. The manufacturer also found the blower motor/box has the oily degraded foam material. The manufacturer concludes that sound abatement foam has evidence of degradation within the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation in ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.